Event description:
Angiodynamic port placed (B)(6) 2025 sutured with 2-0 absorbable. Patient presented for infusion (B)(6) port was found to be flipped unable to access. Chemo had to be administered peripherally. Patient presented to ir with flipped port on (B)(6) having to undergo an additional port revision. Patient sedated, incision made to flip and suture port back in place.